Event description:
According to the reporter, the anesthesiologist performed semi-permanent venous cannulation on the patient. During the surgery, the guide wire was not removed smoothly. There was no leak and iodophor was the cleaning agent used on the device. Iodophor wiping was done on the insertion site prior to product placement. Slight strength was used when pulling out/removing the product and there was no abnormality observed on the device prior to use. Priming (pre-charge) was done and the result was smooth. There were no other products utilized with the device and no other defects/damages found on the product. The guide wire used was the one included in the kit. There was no problem with the catheter's dimension and there was no occlusion. They had to take out the guide wire and the puncture needle at the same time. There was guide wire torsion and the guide wire was intact/complete after it was removed. The defective product was removed and was replaced with a new one. The surgery continued after replacement (re-catheterization) and the procedure was completed. It was mentioned that although there was a risk of bleeding due to re-insertion during surgery, no actual bleeding occurred. Blood transfusion was not required and there was no intervention/treatment required as a result of the event. The patient was in a stable condition and there was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.